Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hi-pot test and fall off test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed the pulse lead hi-pot and te recognition tests. The cause for the test failures was isolated to open red (-5v), violet (agnd), and orange (lead 2+) wires to the distribution node (dn) to ECG b cable. The root cause for the open wires could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient ot use this electrode belt did not report any problems.